Event description:
The following event was noted in "sirolimus-eluting stent implantation for unprotected left main coronary artery stenosis", journal of the american college of cardiology; volume 45, issue3, 2/1/05, pp 351-356. This pt experienced a restenosis of the ostial lcx approx six mos after treatment with a cypher stent in the bifurcation of the lm trunk via the "crush" technique. This restenosis was not treated.